Event description:
It was reported that a patient presented with an unspecified issue noted on the patient's pacemaker, which resulted in an explant procedure. The device was explanted and replaced on (B)(6) 2025. No information regarding adverse patient consequences was reported.

Manufacturer narrative:
The device was returned for evaluation. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.